Event description:
The customer reported that the system exhibited 'pre-charge voltage errors' upon system start up. This error is likely to prevent the system from booting to a usable state. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. Replacement generator batteries were sent to the customer. The customer replaced the generator batteries. The system was found to be working as intended. The system was put back into service.